Manufacturer narrative:
D.4 and h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the incorrect medication concentration was shown when scanning medication. A technical support specialist confirmed on the review of the server database for medication identity confirmed that the medication configuration had been updated multiple times, with changes to both strength and volume. The investigation identified that the medication strength was repeatedly modified between 50 (expected) and 10 through a combination of manual user updates and interface-driven changes, which explains the inconsistent values observed on the pyxis device. The customer also confirmed that active directory (adt) team had corrected the affected medication concentration. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server an incorrect medication display occurred during scanning. The user indicated that the medication was a liquid drug with an expected volume of 50 ml; however, the pyxis system displayed it as 10 ml with a total volume of 20 ml, resulted in a discrepancy in the medication details. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.